Event description:
It was reported to medtronic minimed that the customer experienced pump error 15 (the critical block and inverse critical block did not add to zero), pump error 23 (post-reset ram crc alarm), and a pump failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for battery failed alarm. No damage reported to battery cap contacts or battery compartment. Customer did not receive another alarm after replacing battery. Troubleshooting was performed for pump error 23. The customer was able to clear the error but was unable to complete the rewind process. Troubleshooting was performed for pump error 15. The customer was able to clear the error but was unable to complete the rewind. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the active current test, sleep current test, self-test and the displacement test. No pump error 23 noted during test. Unit successfully downloaded to thump/thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 2.0 received the low battery alert (104) on 08/02/2025 09:37:00 after more than 7 days at 24.87 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Verified the pump alarmed pump error 23 after battery removal on 08/14/2025 at 21:32:32 in pump downloaded history. No pump error 15 alarm noted during testing. However, the formatted history file confirmed the pump alarmed pump error 15 alarm (line number 38, file number 442) on 08/14/2025 21:23:09 due to software error as per global logic analysis. These alerts are expected and occur during normal pump operation. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay. Pump passed all required testing, and no pump error 23 or 15 noted during analysis. No power errors noted and passed all required testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.